Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. Patient reported that she had passed out and her husband called the paramedics. Patient then regained consciousness and declined to go to the hospital. Her finger stick value was approximately 40 mg/dl. Patient stated that once she ate something she then felt better. Patient was administered glucose intravenously by the paramedics and again declined to go to the hospital. Patient reported that she did not hear the receiver alert her to the hypo event. At the time of contact no further medical intervention was reported and the patient was doing fine. No additional event information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.